Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was not seeing any signs of improvement since implant and wondered if the device was on. Patient stated that their doctor did not tell them 2 things and that the manufacturer representative explained it so quickly and told them not to touch the device until they go back to the doctors. Patient inquired how they would know if device was on and how soon it would start working as they were told it would take a couple of days to start working but it's been 3 days. It was reviewed that the patient programmer is used to check if the implant was on. When checked to see if the implant was turned on, patient got the poor communication screen and indicated that they had seen this before. Patient stated that the bandages have fallen off and there was no swelling present. Patient stated that they didn't use an antenna so the programmer was placed right over the ins to sync, however that didn't resolve the issue. They also tried turning the programmer off and on and then resyncing but that didn't resolve the issue either. It was reviewed with patient to wait until implant healed since they just got implanted and then try to communicate. Additional information was received on (B)(6) 2017, patient further reported they were disappointed because it was not working the way it should. Patient was still peeing themselves especially at night. They stated that the time they get up and get to the bathroom, it would keep coming down. Patient wanted to know if they were doing something wrong because patient set it a little tighter and has a little tightness on the left side of the vagina. They wanted to know if this should be or not because even with tightness, they were still peeing themselves. Patient says they put it on program 4 but was too high so they put it back to program 3. Now, when syncing with programmer, the stimulation was on. Patient did have ability to change stimulation and after changing it to program 2, they confirmed they were able to adjust stimulation sensation to where they can feel it. Patient was advised to monitor symptoms and follow up with healthcare professional if problems did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's device was still not working and has not helped the patient at all. The patient has tried different programs, but it was still not working and it's tough. According to the patient it has gotten worse and when the device was implanted in (B)(6) it was not so bad, but it has gotten worse. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.